Manufacturer narrative:
Additional product codes: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional premarket submission: k231248. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, the central venous pressure port of a swan ganz catheter leaked. Catheter was placed on (B)(6) 2025. It is unknown what leaked from the catheter. Further information is not available. No allegation of patient injuries.

Manufacturer narrative:
Multiple attempts were made for additional information and to secure the return of the device. However the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided thus a device history record was not reviewed. As part of the manufacturing process, 100% of the units go through a balloon inflation, visual inspection, and inspected for leak and flow.